Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that when the huberplus was checked after the start of the infusion, bleed back to the proximal side of the clamp was found though the clamp was closed. There was no reported patient injury.

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of bleedback through activated clamp is unconfirmed since the problem could not be reproduced. One 22 ga x 0.75 in ez huber infusion set was returned for investigation. Use residue was present within the tubing. The sample was flushed with water using a 12 ml syringe and was found to be patent to infusion and aspiration. Additional pressurization revealed no leaks. The clamp was activated and the hub was flushed and pressurized. No fluid was observed to pass through the clamped area. Since the no issues were observed during functional testing of the device components, the complaint could not be confirmed. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that when the huberplus was checked after the start of the infusion, bleed back to the proximal side of the clamp was found though the clamp was closed. There was no reported patient injury.